Event description:
Customer reportedly, obtained a result of 2.0 inr on the coagucheck xs system and 2.6 inr on a professional coagucheck s system. No action taken on device result. No adverse event reported. Requested return of suspect system for eval.

Manufacturer narrative:
This medwatch is for customer's coaguchek xs system.